Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. Operating current test was not performed to verify battery out limit due to unresponsive buttons. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed battery change to slow and the buttons were not responding. Customer noticed issue when he was checking his sensor readings, which stated the sensor was not working. Customer's blood glucose was 142 mg/dl. Customer stated none of the buttons on the device were working. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.